Event description:
It was reported that the user experienced a low blood glucose after the cgm target was adjusted and the cgm reconnected to the ilet following an overnight disconnect, after which the device delivered corrections and the user announced a usual breakfast prior to the low. Symptoms included hypoglycemia with a glucose of 73 mg/dl. Outcomes included self-treatment with oral carbohydrates per the 15/15 guidance and resolution anticipated without medical intervention. Investigation included review of device reports and user education on algorithm behavior, correction of lows, and carbohydrate treatment. Investigation of this case revealed no device malfunction and suggested that algorithm-driven corrections following reconnection combined with a meal announcement preceded the low, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.